Event description:
Medtronic received a report that a pipeline failed to open distally. The patient was undergoing embolization surgery for treatment of a saccular, unruptured aneurysm located on the ica. With a max diameter of 4mm and a 3mm neck diameter. The landing zone was 4mm distally and 5mm proximally. The ica access vessel was between 5mm to 4mm.  It was noted the patient's vessel tortuosity was moderate. It was reported that the distal part of the pipeline failed to open  even after trouble shooting. The pipeline was not positioned in a bend and less than 50% had deployed when it failed to open. The pipeline was reheated more than 2 times  and there were no additional steps taken to open the pipeline. The pipeline was not used for an indication that is not approved (off-label).the catheter was flushed and all devices were prepared as indicated in the IFU. No patient complications were associated with this event. Ancillary devices include a phenom27, rist 071 guide catheter.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 232968964); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.